Event description:
Reportedly the catheter's balloon tip broke off in the pt during use while performing a graft embolectomy which was heavily clotted. Another catheter was used to retrieve the broken balloon, however was unsuccessful. No permanent pt injury reported.